Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l34928, implanted: (B)(6) 1995, product type catheter; product ID 8590-1, lot # n455466, implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
Additional information received reported the patient was weaned down and then re-implanted with a new pump and catheter. The patient was now receiving effective therapy.

Event description:
The patient presented to the emergency room on the date of this report and the pump pocket appeared to be infected. The patient was hospitalized and pump explant was planned for the next day. The patient was very sick and in critical condition. The next day, they cleaned out the infection and the pump was removed. The catheter was externalized and connected to an external pump and they were weaning the patient down allowing the infection to heal. As of (B)(6) 2014, they had weaned the patient down to 200 mcg/day of 2000 mcg/ml gablofen. They were planning to remove the pump and catheter the next day. They were planning to re-implant at a later date. The device system was delivering gablofen. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.